Event description:
It was reported that the device was not working. I did not show the image. There was a delay of 0-30 minutes. No injuries reported.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the returned product found cut on the cord. The device was manufactured in 2016. A serial number was provided and the review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which could not confirm the stated failure. The targeter was recognized by the interface unit as it functions as intended. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available. Please reference device 71692851 when replenishing. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.